Event description:
It is reported that the pt was implanted an unk ncb pp proximal femur plate on an unk date and underwent revision surgery on an unk date due to breakage of the plate.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated. Zimmer's reference number of this file is (B)(4).